Event description:
Procedure performed: lap sigmoid colectomy. Account manager [name] was present for the case. The case was a laparoscopic sigmoid colectomy. Around activation 70 the doctor complained that he felt like it was difficult to pull the lever and was having to force transection. Around activation 80 he was trying to transect connective tissue, which was not cutting, when a pop was heard and the handle looked like it wasn¿t fully closing. Asked the surgeon to check the device and saw that the blade had come off the track in the jaws. Surgeon removed the device and opened a [competitor] maryland to complete the case. There was no harm to the patient. The device was cleaned about 4 times throughout the case. The device is available for return. Intervention: used [competitor] maryland to complete. Patient status: no harm to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the blade was exposed while the jaws were open. Engineering disassembled the event unit and observed that internal components of the shaft were damaged based on the condition of the returned unit, the reported event was caused by the internal components of the shaft that were damaged as a result of the procedure. However, the root cause of the damage could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap sigmoid colectomy. Account manager was present for the case. The case was a laparoscopic sigmoid colectomy. Around activation 70 the doctor complained that he felt like it was difficult to pull the lever and was having to force transection. Around activation 80 he was trying to transect connective tissue, which was not cutting, when a pop was heard and the handle looked like it wasn t fully closing. Asked the surgeon to check the device and saw that the blade had come off the track in the jaws and blade was stuck in a forward position. Surgeon removed the device and opened a [competitor] maryland to complete the case. There was no harm to the patient. The device was cleaned about 4 times throughout the case. The device is available for return. Intervention: used [competitor] maryland to complete. Patient status: no harm to the patient.